Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the volume discrepancy was not determined, but the last residual was correct and they believe that the pump is functioning normally. The reported actions taken to resolve the volume discrepancy was that the pump was empty and was filled, the refill date was not available. It was reported that the issue was resolved. The patient's age, gender, and weight were not available. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 360 mcg/day via an implantable pump. The indication for use was not reported. It was reported the actual reservoir volume (arv) was less than the expected reservoir volume (erv). The arv was 0 (bubbles), and the erv was 3.7. The pump logs were checked. The reservoir was accessed. The programming was checked. A pocket fill was ruled out. The hcp was going to monitor the patient overnight. The hcp was going to check the volume earlier to check volume discrepancies. The patient experienced dystonia, spasticity, rash, and ¿muscle tone¿. The event date was noted to be "5-10" days ago (from (B)(6) 2018). The pump was refilled. No further complications were reported.